Manufacturer narrative:
(B)(4). Per field service representative (fsr), ice making function is satisfactory. The unit is operating within terumo specifications.

Event description:
It was reported that the heater cooler (tcm ii) produced ice block that is too large. No other details regarding the nature of this event were provided. Diligence attempts are still ongoing in obtaining the event information.

Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per medical facility employee, the reported issue was noticed in the morning prior to putting the case in the room. The user reported the problem occurs all the time, unless the compressor to make the ice block is shut off. Issue is mitigated by partially defrosting the unit before use. The surgery was completed successfully. The user further noted that there was no sequence of events that led up to the failure, just continued ice block over production, because the sensor is not working. The ice block is defrosted after every use and now partially before use. Maintenance process is according to manufacturer's guidelines, and preventive maintenance is done every 6 months. The user further noted that if ice block is too large then heating and cooling will not occur, because there is no water flow.

Event description:
Additional information was received indicating that the problem was discovered during non clinical activity.